Event description:
It was reported to boston scientific corporation that during a percuflex urinary diversion ureteral stent placement procedure, the nurse reported that the stent had "a hole and a crease." The procedure was completed with another of the same device, with no complications to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that during a percuflex urinary diversion ureteral stent placement procedure, the nurse reported that the stent had 'a hole and a crease.' The procedure was completed with another of the same device, with no complications to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned percuflex urinary diversion ureteral stent revealed that the device did not present with the extra hole reported by the customer. The stent had several kinks along the stent shaft, and when a 0.0385-inch mandrel was passed through, the distal end of the stent buckled, showing stress marks at the most distal drainage hole. These stress marks appear to have been caused by anatomical/procedural factors encountered during the clinical procedure; therefore, operational context contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.